Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, a pulmonary embolus was noted on (B)(6) 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, a trochanteric fracture was noted on (B)(6) 2011. A trochanteric clip was utilized to repair the fracture. These findings were found due to follow up monitoring, there were no symptoms reported by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay correct product identification.

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event. This follow up medwatch is also being submitted to report that it is a duplicate of medwatch (B)(4), 1825034-2014-06227 and 06228.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left femoral resurfacing procedure on (B)(6) 2011. Subsequently, the patient experienced a pulmonary embolus noted on (B)(6) 2011. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.